Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the k1 valve on the helium reservoir assembly was bad. To address the issue the stm replaced the helium reservoir assembly and then tested the iabp. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient a possible helium leak occurred on a cardiosave intra-aortic balloon pump (iabp), it was reported that approximately after an hour the full tank of helium was half. There was no patient harm or injury and no adverse event was reported.